Event description:
Same case as: 2134265-2009-01305, 2134265-2009-01306, 2134265-2009-01307, 2134265-2009-01308, 2134265-2009-01310. It was reported that following a coronary drug eluting stenting treatment procedure, restenosis and hypersensitivity occurred. A 3.00x24mm taxus express2 drug eluting stent was deployed in the mid left anterior descending (lad) artery. One year and 4 months post the initial stenting procedure, a 3.00x12mm taxus express2 drug eluting stent was deployed in the mid lad, possibly due to restenosis. Four months later, a 3.00x12mm taxus express2 drug eluting stent was deployed in the mid lad, possibly due to restenosis. Three months later, two 3.00x12mm taxus express2 drug eluting stents were deployed in the mid lad, possibly due to restenosis, and a non-bsc stent placed in the 1st diagonal. Four months later, a non-bsc stent placed in the mid lad, possibly due to restenosis. Sometime within the following 5 months, the pt had restenosis in the mid lad, and underwent coronary artery bypass graft (CABG), left internal mammary graft (lima) to the lad. The 1st diagonal stent also had 40-50% restenosis at that time. It is not clear if other grafts were placed. The physician also thought that transmyocardial laser revascularization was performed. Two years post the initial stent placement, a liberte bare metal stent was deployed for treatment of the occluded right coronary artery (rca). The physician feels the pt may be having delayed hypersensitivity reactions to paclitaxel, everolimus, zotarolimus, iron, cobalt, nickel, as well as to the polymers used on the stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.